Event description:
It was reported that during an emergency case late, after pci was completed, the patient was being managed in the emergency department on the cardiosave intra-aortic balloon pump (iabp) unit when the emergency department contacted the ominato ce, who said that although it was ac-powered, for some reason it was running on battery power and was showing 25 minutes remaining, so the balloon was replaced with another pump in the hospital and treatment continued. The ominato ce returned to the ce center, plugged it into an outlet and charged it for about three hours, but when he returned and tried to turn it on, it would not turn on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d4(version or model #, catalog #, serial#, unique identifier (UDI) #), g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 initial reporter, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the ac power cord reel after finding a broken cable. The fse also replaced the power supply, o-ring, and the special seal. Operation results were good.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was running on ac, but switched to battery power. The remaining charge showed only 25 minutes remaining. The hospital replaced the pump and treatment was resumed. The malfunctioning unit was placed into an outlet and was charged for about three hours. When the customer attempted to turn the unit on, it would not. There was no harm or injury reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: g2.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (health effect ¿ impact codes).

Event description:
N/a